Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: facility: cx. Event date: (B)(6) 2023. Midas #: 23-63877. No harm. Product desc: nexiva 18 g x 1.25 in, dual port. Mfg: bd. Mfg #: 383539. Lot #: 2325434. Quantity impacted?: 1. Samples available?: yes. Description of event: after placing the closed IV catheter system attempted to draw blood from it. However, a hub that should be sealed and not leak, did leak blood. Was not able to draw blood or flush this system. I had to discontinue this IV, and attempt to start with another set. This caused delay in care plus extra pain for patient.